Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. The ventilator was found to audibly and visually alarm, as designed.